Event description:
The pt's family member contacted lfs alleging that the pt's one touch ultra meter was reading inaccurately high. The pt obtained a result of 224 mg/dl on the reported meter and took no actions, which would affect their blood glucose level. The pt then started developing symptoms of shakiness. The pt contacted emergency services. Results of 79 mg/dl and 50 mg/dl were obtained on another device approximately 21 to 30 minutes following the use of the reported meter. Pt was treated with glucose. It is unknown if pt received further medical intervention. The customer service representative discovered that the calibration code was set incorrectly on the reported meter. The csr walked the pt through resetting the calibration code and conducting a control solution test. The control solution test of 122 mg/dl fell within the specified range of 91 to 124 mg/dl. Based on the information available, there is no indication that the product malfunctioned. The pt experienced injury and medical intervention due to use error. Although the pt obtained a relatively high blood glucose reading on the reported meter. Pt was treated for hypogylcemia. No products were replaced. The senior medical affairs specialist mailed a letter since the pt could not be reached by phone.